Event description:
It was reported through remote transmission that inappropriate atrial pacing caused by undersensing on the atrial channel was observed. There was no patient symptoms reported, and patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.